Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream split tip. One week later, on (B)(6), 2025, the patient developed emulsification of the catheter extension tubing which resulted in an unmet dialysis flow rate and a tubing change. Reportedly there was an issue with aspiration and infusion. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a partial view of the catheter implanted into the patient where opacification can be noted in both the lumens near the bifurcation area, stretching and protrusion can be observed in the lumens. Therefore, the investigation is confirmed for the reported opacification and identified deformation, stretched and material protrusion issues can be confirmed. However, the investigation is inconclusive for the reported restricted flow rate, suction and difficult to flush issues as exact circumstances of the reported event cannot be verified from photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream split tip. One week later, on (B)(6) 2025, the patient developed emulsification of the catheter extension tubing which resulted in an unmet dialysis flow rate and a tubing change. Reportedly there was an issue with aspiration and infusion. There was no reported patient injury.